Event description:
The customer reported about 15 mls of diluent leaked onto the counter from their dxh800 instrument while running samples. No erroneous patient results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found diluent leaking from the probe rinse (wash) collar due to no vacuum from valve vl341.the fse replaced vl341 and flushed bleach from the wash collar to the probe waste chamber to resolve this issue. (B)(4).